Event description:
The patient presented to the hospital, the device was interrogated and revealed the device was in backup operation with high voltage therapy disabled. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Based on the information provided, the back-up mode was due to a power on reset, although the root cause for the power on reset was unable to be determined with the information provided.